Event description:
Hcp reported the patient presented in 2004 with increased pain. The pump was accessed and 18cc fluid was aspirated from the pump. An x-ray showed a kinked connector. It was reported the pump stalled. The pump was explanted the following month. A follow up report will be sent when additional information is obtained.